Manufacturer narrative:
Unit passed the functional test, including the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test, off no power test and excessive no delivery test. All operating currents are within specification. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unit received without belt clip. Unable to confirm damage. Unit received with minor scratched display window, cracked battery tube threads, cracked display window, missing reservoir tube o-ring and cracked belt clip slot.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that the reservoir tube lip completely broke off. Customer does not know how damage occurred. Customer's blood glucose was 300 mg/dl. Customer was advised that insulin pump would need to be replaced.